Event description:
From staff: circulator opened stiff micropuncture set to scrub. Scrub noticed a hair on the micropuncture before placing the package down on sterile field. Micropuncture set was given to circulator with hair and placed back in package to be reported to risk management. Scrub changed contaminated gloves. New set was opened, and surgery continued.